Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It has been reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) has experienced two cases of difficulty with the safety mechanism during use. The following has been provided by the initial reporter: material no: 383512, batch no: 9079569. It was reported that the stylet was difficult to remove from the catheter. Event description per sfdc pir states, "difficulty removing the stylet from the catheter body. The nurse said it was the second one she had that day. She is positive she "opened the widow " to loosen the stylet prior to insertion."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva single port 22ga 1.00in (0.9 mm x 25 mm) has experienced two cases of difficulty with the safety mechanism during use. The following has been provided by the initial reporter: material no: 383512, batch no: 9079569. It was reported that the stylet was difficult to remove from the catheter. Event description per sfdc pir states, "difficulty removing the stylet from the catheter body. The nurse said it was the second one she had that day. She is positive she "opened the widow " to loosen the stylet prior to insertion."